Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. Pt noted upon placing the device to charge on their back, they experienced sharp pain and a spark came out. Pt noted they tried to place a barrier cloth between the device, but it was unsuccessful and the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding telemetry issues when recharging the implanted neurostimulator (ins). They reported they were having a hard time with the charging pad. Patient said the recharger connects to the implanted neurostimulator for a minute or two and then it loses connection. Agent asked patient if they use the belt and patient said yes. Patient also said it takes forever to connect to the implant. Patient mentioned they used to have the bigger device and it was easier to charge and turn on and off than the current one. During the call, patient was able to start charging with excellent connection and implant was at 80%. Agent reviewed with patient to keep the handset on when recharging and to look at the screen to see what the screen shows when the connection is lost and callback for assistance. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. The patient (pt) reported the charging pad has a hard time finding the battery. It briefly finds and turns off. Pt also has to turn the charger sideways, so the belt does not help. The pt indicated the issue is ongoing, and also noted that while charging, it feels like sparks at the battery site.